Event description:
It was reported that a caregiver contacted support about elevated blood glucose attributed to maladapted algorithms on an ilet system and requested guidance regarding a potential factory reset. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial